Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient stated that the tubing got detached when he was sleeping and blood glucose at the time incident was 378 mg/dl. The site location was right side of the stomach and location of detachment was quick release. He stated when he went to bed, the pump was in his pajama's pocket but fell out. Infusions were in use for three days and were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. There was no stress or pull on the tubing. No further information available.